Manufacturer narrative:
(B)(4). Investigation summary: according to the information provided, it was reported that during an acl and meniscal repair, there was an issue with the truespan 24 peek. The manipulation of the truespan was good but the anchor remained blocked in the device without any fixation in the meniscus. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l41318] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament for a meniscal repair procedure on (B)(6) 2021, it was observed that the truespan 24 degree peek anchor device remained blocked without any fixation in the meniscus. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.